Manufacturer narrative:
The impella impella pump was not received by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 57 year old female patient presenting with acute myocardial infarction and cardioigenic shock for impella support. During support, the patient had developed an access site bleed and thrombocytopenia. A blood transfusion was delivered for the access site bleed and platelets were delivered in response to thrombocytopenia.

Manufacturer narrative:
The cause of the pump stop was not determined since product was not returned. The pump likely interacted with the patient since the pump stop was temporary and support continued. Additional information for the initial MFR was provided in sections b5, d6a, d6b, g1, h1, h6. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a pump stop during use of the device. Troubleshooting was able to restart the device with no harm to the patient.